Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the endoscope was heavily immersed in fluid, with black water flowing out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus could not identified the foreign material. Since it was unknown whether the user conducted reprocessing in accordance with instructions for use or not, the root cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.